Event description:
Per provider: gear clamp is leaking. Per independent repair center statement: unit low o2 or yellow light, the key failure is manifold clamp hose leaking. Additional issues are smart pack dirty, pe valve leaking, pc board no cycling properly and poppet valve solenoid foreign substance.